Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfilling) occurred during the load process. Customer filled the tubing again after the alarm occurred and resumed insulin delivery. During troubleshooting with tandem technical support, customer indicated that the syringe plunger was pulled all the way back. Technical support advised that this may have added more than 300 units to the cartridge; however, this could not be confirmed. There was no reported impact to the customer's blood glucose level.